Manufacturer narrative:
On june 28th 2019 it was confirmed that the primary surgery date is (B)(6), 2016.

Manufacturer narrative:
Batch review performed on 25 june 2019: lot 091437/t: (B)(4) items manufactured and released on 30 november 2015. Expiration date: 2020-11-10. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, 3 years and 5 months after primary surgery, due to stem loosening. The surgery was completed successfully swapping the patient stem and ceramic ball head.